Event description:
A report was received that stated during an injection, the needle became detached from the syringe. There was no patient or clinician injury reported.

Manufacturer narrative:
Manufacturer completed the entire form. One used sample was received for investigation. The sample consisted of one needle assembled to its glass syringe. Visual inspection of the returned device found no issues with either needle or syringe component. The device was then functionally tested and no connection issues were detected between the needle and syringe. No issues were observed and the device was found to operate as intended.